Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a piston that was not working properly. She had issues filling the reservoir. The reservoir would stop and she had to manually fill the tubing. The customer's blood glucose level was not reported. The insulin pump failed the displacement test. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.